Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink set was observed to have a leak at the bottom of the filter. The set had been used for three days. There was patient involvement, but no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed no abnormalities that could have caused the reported leak. Functional testing confirmed that the device was leaking at the bottom of the filter. The cause was determined to be from the milipore filter that was supplied by a third party supplier. To address this issue, the supplier has been notified. Should additional relevant information become available, a supplemental report will be submitted.